Event description:
It was reported that, after a tka surgery performed in 2004, the patient started to feel knee loosening and pain. A revision surgery was performed on (B)(6) 2023, in which it was found that the peg of the journey 1 insert broke. The poly insert was replaced. The current health status of the patient is good.

Manufacturer narrative:
B1 (event description), h6 (clinical codes).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the requested clinical information had not been provided for evaluation. According to the e-mail correspondence, the physician does not want to disclose any information. Therefore, there were no clinical factors found with would have contributed to the reported insert breakage. The patient impact is limited to the revision surgery and associated recovery symptoms. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints review could not be performed. However, a review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma. This has been identified as a warning and precaution. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery performed in 2004, a peg of the journey 1 insert broke. A revision surgery was performed on (B)(6) 2023, in where the poly insert was replaced. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: case (B)(4).